Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2017-00670. It was reported the patient has been receiving ineffective coverage since being implanted. Reprogramming attempts haven't been beneficial. In turn, the patient went to emergency room and was given injections to provide pain relief. A company representative plans to meet with the patient again for further reprogramming/troubleshooting.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2017-00670. Follow-up revealed effective coverage/therapy has been restored.